Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed under fluoroscopy. The lead was capped and replaced. The patient's condition was stable before and after the procedure.